Event description:
The user facility reported a 58-year-old male noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. It was reported that upon entering the left ventricle, the impella caused multiple rhythm issues due to a shallow ventricle. The impella insertion was aborted and the percutaneous coronary intervention (pci) was performed without support.

Manufacturer narrative:
The impella device has not been returned for evaluation. Upon completion of the investigation, a supplemental report will be submitted. Instructions for use for the related event are as follows: potential adverse events (united states) arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported issue has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the reported issue could not be determined. Correcting information reported in the initial report: there are no relevant instructions for use for the related event and product reported.